Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients paddle lead had migrated down which cause inadequate pain coverage. The patient underwent a revision procedure wherein the paddle lead was repositioned back in placed. The patient was doing well postoperatively. Nothing was explanted.